Event description:
It was reported that the user fell out of an unstable and tilting scooter seat. The scooter fell on top of the user and hit her head. She was taken to the emergency room where a CT scan was performed. The extent of the injury is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user fell out of an unstable and tilting scooter seat. The scooter fell on top of the user and hit her head. She was taken to the emergency room where a CT scan was performed. The extent of the injury is unknown. Should additional relevant information become available, a supplemental report will be submitted. Additional information was provided by the user on (B)(6) 2013. The user reported that upon tipping over, she struck the left side of her head and eye. Her head and eye began to swell immediately following her fall. The patient was taken to the emergency room via an ambulance and underwent a CT scan. The patient reported that although her CT scan was normal, the left side of her head (and eye) remained swollen for some time following the incident.